Manufacturer narrative:
(B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available. Associated medwatch#: 1221934-2018-50308.

Event description:
It was reported by the sales rep that the customer's expressew needle would not retract back into the expressew gun when it was fired during a rotator cuff repair. The case was completed with another expressew needle. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device was discarded by the customer.